Event description:
A micro elite snare was being used to remove a coil from the right main renal artery. Upon withdrawal, the distal portion of the snare detached leaving both the coil and the snare behind. The coil was then retrieved with a forceps.

Manufacturer narrative:
Device not returned to manufacturer.